Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced intermittent audio output and an adverse event. The patient stated that they were asleep and felt a little low. They woke up and checked their finger stick using their glucometer and treated himself with soda pop. At the time of event, the patient's blood glucose (bg) meter was reading 64 mg/dl and then cgm was reading 60 mg/dl. The patient was unsure if the receiver had alerted for the low. At the time of contact, the patient was doing fine. No additional patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.